Manufacturer narrative:
The serial number was reported as (B)(4) in the initial medwatch, the correct serial number is (B)(4). The date of manufacture was unknown if the initial medwatch, the date of manufacture is jan 30, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified ear nose and throat surgical procedure, it was observed that three motor devices sounded very gritty; and that they did not sound right. It was further reported that the devices were skipping and not working correctly. There was a ten minute delay to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of return for evaluation was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the safety assessment. The assignable root cause was determined to be due to failure to follow the directions for use and running the device in the safe or load position which is also classified as user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.